Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the system suddenly shut down and restarted during the calibration/setup prior to a surgical procedure. When the system restarted several system messages were displayed.

Manufacturer narrative:
The company service representative examined the system and was unable to replicate the reported events. As a preventive measure (pm), the company service representative replaced the host module, a cable, and the communication distribution printed circuit board (pcb). The system was then tested and met all specifications. The system was manufactured on september 7, 2007. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).